Event description:
The pump was returned for sticky fva pins. Upon examination the outlet pin had severe drag that was able to be resolved with cleaning. It was also found that the lever boot retaining plate is cracked. There is a small black mark of damage to the lcd. The fva pin lip seals will be replaced. During investigation it was found the cycle counts on the batteries were high (>140). While the batteries are not a source of failure at this time, they will be removed for further engineer evaluation and will be replaced with new batteries.

Manufacturer narrative:
N/a

Event description:
The following has been reported: biomed reported: pump problem" the pump has been cleaned, charged, and multiple cassettes has been used to trouble shoot pump. Patient harm: unknown. A preliminary review of the logs identified the following issue: mechanical hardware failure. (Av sticky valve) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.